Event description:
A malfunction was reported on the pump, which had been worn on a roller coaster months prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy and received a replacement pump with updated software from technical support. The customer understood instructions for returning the problematic pump to tandem.